Event description:
The pt was implanted with a ventricular assist device. The hospital reported that the pt felt electric shock after the transformer close to his home was struck by lightening. The pump was operating fine and there were no alarms.

Manufacturer narrative:
The pt remains ongoing with the implanted device. The pt was connected to a second ventricular assist device reported on MFR # 2916596-2013-01020. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.